Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) and 13 inappropriate shocks due to oversensing of noise on the right ventricular (rv) channel. High out of range pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were also observed. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. No additional adverse patient effects were reported.